Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a, implant date: does not apply, lens was not implanted. Section d6b, explant date: does not apply, lens was not implanted; therefore, not explanted. Section e1, telephone number: (B)(6). Section h3, the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was damaged upon opening the package. Account indicated that the lens itself was observed as damaged during preparation. There was no patient contact with the device. No material is available for return. No further information was provided.